Manufacturer narrative:
E.1 added initial reporter address line 2 as it was inadvertently omitted from the initial report that was submitted. Investigation summary: no product was returned. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had severe tortuosity in the lower limbs preventing successful delivery of impella. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
A2 and a4 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that implantation of an impella cp was aborted due to the tortuosity of the patient's anatomy. An intra-aortic balloon pump was used instead. There was no patient harm reported.